Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 15-apr-2014. The most recent information was received on 25-jul-2018 this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/severe and persistent pain") and cholelithiasis ("gallstones") in an adult female patient who had essure (batch no. 626278) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii ((B)(6) 1997, (B)(6) 2001), parity 2, birth control pill from 2005 to may 2008 and psychological disorder nos. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced premenstrual syndrome ("pre menstrual syndrome intensified"). In 2008, the patient experienced acne cystic ("cystic acne/cystic acne (fall 2008)") and alopecia ("hair loss from scalp and eyebrows/hair loss (fall 2008)"). In 2009, the patient experienced madarosis ("hair loss from scalp and eyebrows"), menstruation irregular ("menstrual irregularity"), dysmenorrhoea ("menstrual cramping") and menometrorrhagia ("irregular menstrual cycles with heavy bleeding"). In 2010, the patient experienced muscle spasms ("painful night time unexplained toe and foot cramps"). In (B)(6) 2012, the patient experienced migraine ("migraines during menstruation lasting three days/migraines"). In 2012, the patient experienced cholelithiasis (seriousness criterion medically significant) with vomiting and abdominal pain upper. In (B)(6) 2014, the patient experienced back pain ("frequent back pain/ lower back pain") and intervertebral disc degeneration ("degenerative disk disease from l4 to s2 (chronic intense pain that disrupts the daily activity)"). In (B)(6) 2015, the patient experienced autoimmune thyroiditis ("hashimoto¿s hypothyroidism"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy, lengthy periods)"), impaired quality of life ("impacting quality of life"), mental disorder ("essure aggravated psychiatric and/or psychological conditions") and procedural pain ("I had one couple of years ago and it was painful"). The patient was treated with spironolactone, hydrocodone, oral contraceptive nos, estrogen nos (estrogen), levothyroxine sodium (synthroid), acetylsalicylic acid (aspirin), surgery (essure was removed on (B)(6) 2014 via robotic hysterectomy and bilateral salpingectomy.) And surgery (in (B)(6) 2012, gall bladder removal). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the back pain had resolved. In (B)(6) 2014, the migraine had resolved. At the time of the report, the pelvic pain, menstruation irregular and dysmenorrhoea had resolved, the cholelithiasis, premenstrual syndrome, acne cystic, menorrhagia, madarosis, muscle spasms, intervertebral disc degeneration, menometrorrhagia, autoimmune thyroiditis, impaired quality of life and procedural pain outcome was unknown, the alopecia was resolving and the mental disorder had not resolved. The reporter provided no causality assessment for acne cystic, alopecia, cholelithiasis, madarosis, menorrhagia, migraine, muscle spasms and premenstrual syndrome with essure. The reporter considered autoimmune thyroiditis, back pain, dysmenorrhoea, impaired quality of life, intervertebral disc degeneration, menometrorrhagia, menstruation irregular, mental disorder, pelvic pain and procedural pain to be related to essure. The reporter commented: she did not claimed that her allergic to nickel and she experienced a hypersensitivity reaction to nickel or any other component of essure. Pathology report final diagnosis: hysterectomy and bilateral salpingectomy: uterus (100 grams), cervix, nabothian cysts: no dysplasia or malignancy. Endometrium: secretory phase endometrium. Myometrium: no significant pathologic change. Bilateral fallopian tubes: bilateral fallopian tubes with gross evidence of previous tubal ligation. No significant pathologic change. Discharge summary: surgical pathology demonstrated uterus weighing 100 g with secretory phase endometrium, fallopian tubes with essure coils, otherwise no histopathologic abnormalities. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: irregular menstruation. Concerning the injuries reported in this case, the following one/ones were reported via social media: procedural pain . Quality-safety evaluation of ptc: final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. Two (2) additional ae case reports have been received to date in relation to batch number 626278 but none of these cases refers to any similar type of medical event. No batch signal could be identified at this time. The review of the lot history records confirmed that the product met product release specifications. At the time of this medical assessment the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 25-jul-2018: social media case received: event added "I had one couple of year ago and it was painful". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('these coil-like devices are embedded within the right and left cornu') and pelvic pain ('persistent pelvic pain/severe and persistent pain') in an adult female patient who had essure (batch no. 626278) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal in (B)(6) 2012, birth control pill from 2005 to (B)(6) 2008, gravida ii (B)(6) 1997, (B)(6) 2001, parity 2, psychological disorder nos, anxiety, uterine enlargement, low back pain, intervertebral disc protrusion, genital bleeding, degenerative disc disease, allergic rhinitis, pyelonephritis, bowel motility disorder, dysfunctional uterine bleeding, epigastric pain and biliary dyskinesia. Previously administered products included for an unreported indication: erythromycin and penicillin. Past adverse reactions to the above products included hypersensitivity with erythromycin; and urticaria with penicillin. Concurrent conditions included abdominal pain, nausea, vomiting and cholecystitis. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced premenstrual syndrome ("pre menstrual syndrome intensified"). In 2008, the patient experienced acne cystic ("cystic acne/cystic acne (fall 2008)") and alopecia ("hair loss from scalp and eyebrows/hair loss (fall 2008)"). In (B)(6) 2009, the patient experienced migraine ("migraines during menstruation lasting three days/migraines") and menstruation irregular ("menstrual irregularity heavy and /irregular menstrual cycle"). In 2009, the patient experienced madarosis ("hair loss from scalp and eyebrows"), dysmenorrhoea ("menstrual cramping") and menometrorrhagia ("irregular menstrual cycles with heavy bleeding"). In 2010, the patient experienced muscle spasms ("painful night time unexplained toe and foot cramps"). In 2012, the patient experienced cholelithiasis ("gallstones") with vomiting and abdominal pain upper. In (B)(6) 2014, the patient experienced back pain ("frequent back pain/ lower back pain/l-4 to s-2") and intervertebral disc degeneration ("degenerative disk disease from l4 to s2 (chronic intense pain that disrupts the daily activity)"). In (B)(6) 2015, the patient experienced autoimmune thyroiditis ("hashimoto¿s hypothyroidism"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy, lengthy periods)"), impaired quality of life ("impacting quality of life"), mental disorder ("essure aggravated psychiatric and/or psychological conditions") and procedural pain ("I had one couple of years ago and it was painful"). The patient was treated with acetylsalicylic acid (aspirin), estradiol (estrogen), hydrocodone, levothyroxine sodium (synthroid), oral contraceptive nos, spironolactone and surgery (essure was removed on (B)(6) 2014 via robotic hysterectomy and bilateral salpingectomy. And in (B)(6) 2012, gall bladder removal). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the back pain had resolved. In (B)(6) 2014, the migraine had resolved. At the time of the report, the embedded device, cholelithiasis, premenstrual syndrome, acne cystic, menorrhagia, madarosis, muscle spasms, intervertebral disc degeneration, menometrorrhagia, autoimmune thyroiditis, impaired quality of life and procedural pain outcome was unknown, the pelvic pain, menstruation irregular and dysmenorrhoea had resolved, the alopecia was resolving and the mental disorder had not resolved. The reporter provided no causality assessment for acne cystic, alopecia, cholelithiasis, madarosis, menorrhagia, migraine, muscle spasms and premenstrual syndrome with essure. The reporter considered autoimmune thyroiditis, back pain, dysmenorrhoea, embedded device, impaired quality of life, intervertebral disc degeneration, menometrorrhagia, menstruation irregular, mental disorder, pelvic pain and procedural pain to be related to essure. The reporter commented: she did not claimed that her allergic to nickel and she experienced a hypersensitivity reaction to nickel or any other component of essure. Pathology report final diagnosis: hysterectomy and bilateral salpingectomy: uterus (100 grams), cervix, nabothian cysts: no dysplasia or malignancy. Endometrium: secretory phase endometrium. Myometrium: no significant pathologic change. Bilateral fallopian tubes: bilateral fallopian tubes with gross evidence of previous tubal ligation. No significant pathologic change. Discharge summary: surgical pathology demonstrated uterus weighing 100 g with secretory phase endometrium, fallopian tubes with essure coils, otherwise no histopathologic abnormalities. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were blocked. Imaging procedure - on an unknown date: dye test was performed for confirmation of essure. Mammogram - on an unknown date: the breasts are heterogeneously dense. This may lower the sensitivity of mammography. There are no suspicious masses, calcifications or areas of architectural distortion. There has been no significant interval change. The views performed were: bilateral craniocaudal; bilateral craniocaudal with tomosynthesis; bilateral mediolateral oblique; bilateral mediolateral oblique with tomosynthesis; and bilateral craniocaudal exaggerated to axilla impression:there is no mammographic evidence of malignancy. A routine follow-up mammogram in 1 year is recommended. The patient will be informed of the results by mail. Ultrasound scan - on (B)(6) 2014: uterus: uterus is retroverted. The proximal aspect of the echogenic essure fallopian tube occlusion wires is visualized within the frontal horns of the uterus bilaterally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: irregular menstruation, back pain, intervertebral disc degeneration". Concerning the injuries reported in this case, the following one was reported via social media: "procedural pain". Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, autoimmune thyroiditis. Quality-safety evaluation of ptc: final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. Two (2) additional ae case reports have been received to date in relation to batch number 626278 but none of these cases refers to any similar type of medical event. No batch signal could be identified at this time. The review of the lot history records confirmed that the product met product release specifications. At the time of this medical assessment the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 9-jun-2020: mr received: reporters were added. Embedded device was added as a event. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5035074) on 15-apr-2014. The most recent information was received on 15-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/severe and persistent pain") and cholelithiasis ("gallstones") in an adult female patient who had essure (batch no. 626278) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii ((B)(6) 1997, (B)(6) 2001), parity 2, birth control pill from 2005 to may 2008 and psychological disorder nos. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced premenstrual syndrome ("pre menstrual syndrome intensified"). In 2008, the patient experienced acne cystic ("cystic acne/cystic acne (fall 2008)") and alopecia ("hair loss from scalp and eyebrows/hair loss (fall 2008)"). In 2009, the patient experienced madarosis ("hair loss from scalp and eyebrows"), menstruation irregular ("menstrual irregularity"), dysmenorrhoea ("menstrual cramping") and menometrorrhagia ("irregular menstrual cycles with heavy bleeding"). In 2010, the patient experienced muscle spasms ("painful night time unexplained toe and foot cramps"). In (B)(6) 2012, the patient experienced migraine ("migraines during menstruation lasting three days/migraines"). In 2012, the patient experienced cholelithiasis (seriousness criterion medically significant) with vomiting and abdominal pain upper. In (B)(6) 2014, the patient experienced back pain ("frequent back pain/ lower back pain") and intervertebral disc degeneration ("degenerative disk disease from l4 to s2 (chronic intense pain that disrupts the daily activity)"). In (B)(6) 2015, the patient experienced autoimmune thyroiditis ("hashimoto¿s hypothyroidism"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy, lengthy periods)"), impaired quality of life ("impacting quality of life") and mental disorder ("essure aggravated psychiatric and/or psychological conditions"). The patient was treated with spironolactone, hydrocodone, oral contraceptive nos, estrogen nos (estrogen), levothyroxine sodium (synthroid), acetylsalicylic acid (aspirin), surgery (essure was removed on (B)(6) 2014 via robotic hysterectomy and salpingectomy.) And surgery (in (B)(6) 2012, gall bladder removal). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the back pain had resolved. In (B)(6) 2014, the migraine had resolved. At the time of the report, the pelvic pain, menstruation irregular and dysmenorrhoea had resolved, the cholelithiasis, premenstrual syndrome, acne cystic, menorrhagia, madarosis, muscle spasms, intervertebral disc degeneration, menometrorrhagia, autoimmune thyroiditis and impaired quality of life outcome was unknown, the alopecia was resolving and the mental disorder had not resolved. The reporter considered autoimmune thyroiditis, back pain, dysmenorrhoea, impaired quality of life, intervertebral disc degeneration, menometrorrhagia, menstruation irregular and pelvic pain to be related to essure. The reporter provided no causality assessment for acne cystic, alopecia, cholelithiasis, madarosis, menorrhagia, migraine, muscle spasms and premenstrual syndrome with essure. No further causality assessment were provided for the product. The reporter commented: she did not claimed that her allergic to nickel and she experienced a hypersensitivity reaction to nickel or any other component of essure. Quality-safety evaluation of ptc: final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. Two (2) additional ae case reports have been received to date in relation to batch number 626278 but none of these cases refers to any similar type of medical event. No batch signal could be identified at this time. The review of the lot history records confirmed that the product met product release specifications. At the time of this medical assessment the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 15-nov-2017: plaintiff fact sheet and medical record received- case become potentially legal, reporter added, past medical history and treatment medication added. Start date and stop date was updated. Events menstrual irregularity, menstrual cramping, frequent back pain/ lower back pain, disk disease from l4 to s2 ((B)(6) 2014), irregular menstrual cycles with heavy bleeding and cramps (summer 2009), hashimoto¿s hypothyroidism ((B)(6) 2015) and gallstones with a symptoms vomiting and stomach pain and essure aggravated psychiatric and/or psychological conditions. Event migraines, cystic acne (fall 2008) and hair loss (fall 2008) clubbed with earlier event. Gallbladder removal added as surgery for earlier event gallstones. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.